Manufacturer narrative:
Insulin pump received a motor error alarm during occlusion test and was unable to prime during prime/delivery test due to faulty force sensor resistor. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received five motor error alarms. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.